Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump center button delay 30 seconds or more before responding the rest keys were working. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. Customer stated middle button was the ok and option button sometimes it goes back to the home screen because the response took a while before it timed out. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Troubleshooting was performed. Customer stated insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.